Event description:
It was reported " when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell remained in the patient and no injury to the patient was reported."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as the sample is pending to be returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 staplers were taken from the current production from part number 528135 visistat 35r 6/box lot# 73a2400931 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned stapler revealed that the staples appeared aligned. The stapler was returned with 28 staples remaining in the cover block indicating that at least 7 staples were fired by the end user. The trigger was returned partially engaged, and there was no biological material present on the device. No other anomalies or defects were observed. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple properly formed and released when fired in the air. To simulate insertion into the skin, all remaining staples were fired and were able to engage and close into the simulated skin successfully. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided as there were no issues observed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " when the user attempted to fire a staple, it jammed and didn't come out from the stapler during use. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported."